Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred, vascular access was obtained via the femoral artery. The 24mm-48mm x3.0mm , 90% stenosed, de novo, eccentric, with significant lesion bend >45 and <90 target lesion was located in the mildly tortuous and mildly calcified proximal to mid right coronary artery (rca). After predilation, a 3.00 x 24 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed however after removal, the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.